Event description:
It was reported that the patient artificial urinary sphincter (aus) would no longer cycle due to suspected mechanical failure. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.